Manufacturer narrative:
(B)(4). Batch r5a92r. Additional information received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No investigation summary the analysis found that one ec45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. One video was provided; the video shows a device clamped over tissue with a white reload loaded. The knife indicator can be seen partially advance. On proper formed staple can be seen. Based on the video reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch r5a92r. Investigation summary the analysis found that one ec45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic left lower lobectomy surgery, when severing the vessel after fired on the ninth firing, could not return knife automatically (knife has returned 2/3). Knife reverse button could not work. Used hemolok and scalpel to cut the vessel, the surgery delayed one and a half hours, the patient is stable and in hospital now.